Event description:
Caller reported that temperature alarms 10, 11, and 15 occurred while the pump was charging and using tandem charging supplies. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support agreed to replace the pump, and the customer will continue to use the current pump in the meantime. The customer was instructed on how to put the pump into storage mode before returning it and agreed to send the malfunctioning pump back with a pre-paid label within 10 days.